Event description:
The device exhibited t-wave oversensing on the high voltage lea. The pt received multiple inappropriate high voltage therapies as a result of the oversensing. At the request of the pt's family, the device was programmed afo (all functions off). Both the ICD and high voltage lead remain implanted.